Event description:
It was reported that the insulin pump had physical damages; the compartment was cracked near the belt clip and the lcd was cracked. The customer's last known blood glucose reading was 270 mg/dl, which was in the morning of the phone call. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window, cracked case near display window corners and broken belt clip slot during visual inspection.